Event description:
It was reported by service report that the trolley was stuck on the transfer and that the cot can not be unloaded. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.